Event description:
It was reported that the system had a check sum error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The technique processor board and sram were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.